Manufacturer narrative:
(B)(4).

Event description:
It was reported that: rt cfa dissection on post manta deployment angio. Armada 6x60x135cm pta balloon was used to treat dissection. Additional information: the issue was identified after a tavr procedure. There was moderate posterior calcium in the vessel. The patient was reported as fine post the procedure.

Event description:
It was reported that: rt cfa dissection on post manta deployment angio. Armada 6x60x135cm pta balloon was used to treat dissection. Additional information: the issue was identified after a tavr procedure. There was moderate posterior calcium in the vessel. The patient was reported as fine post the procedure.

Manufacturer narrative:
Qn#(B)(4). No product evaluation could be completed as no product returned for this case. The device lot history record review for lot number mn2301538 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the right common femoral artery. Moderate posterior calcification, posterior wall calcification. No issues were noted advancing and withdrawing the procedural sheaths. Following deployment, a post-angiogram indicated a dissection. The physician applied balloon inflation to tamponade. Balloon inflation used to achieve a quicker time to hemostasis is a clinically accepted therapy and does not indicate device failure. Dissections are a common event in large bore procedures. It is inconclusive if the dissection was caused during the procedure or by the manta closure device. The device was not returned. The cause of the dissection is inconclusive. The following adverse events associated to the deployment of vascular closure devices have been identified in the IFU: ischemia of the leg or stenosis of the femoral artery and/or local trauma to the femoral or iliac artery wall, such as dissection. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to arterial damage, and vessel laceration or trauma. Additionally, precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. There appears to be no product quality issue with respect to manufacture, documentation or labelling. The der process will continue to monitor and investigate any similar events.